Event description:
It was reported that the hose on the foot control device was leaking air. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the device had cracked glass on the gauge and the hose was removed from the device. It was determined that the hose being removed from the device indicated that the device had been tampered with. The assignable root cause was misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.